Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported a burn to the patient's hand during a clear and brilliant procedure. There is no other information available at this time. A request for further information has been sent.

Event description:
Additional information was received, and it was determined that the operator of the device went against protocol by: over treating the hand by going above the 8 passes that is recommended as per our protocol. Didn¿t pre and post cool or allow for adequate thermal relaxation time during the treatment. This allowed for an accumulation of too much heat to the hand. The clinical trainer based in australia visited the clinic in scope of this adverse event, and she has concluded that the event had occurred due to the operator going against the treatment protocol.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
No other treatment information was provided by the customer and no product was returned for evaluation after multiple follow up attempts. A solta clinical training specialist found that the customer was going against training protocols during this treatment causing the event. The user was over-treating the hand by going above the 8 passes that is recommended as per the protocol. Also, the user didn¿t pre and post cool or allow for adequate thermal relaxation time during the treatment. According to the solta clinical training specialist, this allowed for an accumulation of too much heat to the hand resulting in this event. The user was re-trained on proper technique and protocols for clear+brilliant treatment. According to clear+brilliant system hazard analysis, burns are a known possible complication of treatment. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, this event was most likely technique related. At this time, no CAPA is necessary.